Event description:
The following was reported by the attorney for the pt. The pt underwent repair of a recurrent incisional hernia with composix kugel. On (B)(6) 2010, the pt underwent an exploratory laparotomy, resection of abdominal wall foreign body, extensive lysis of adhesions and repair of recurrent ventral hernia. The attorney alleges the pt has suffered serious injuries.

Manufacturer narrative:
We have contacted the initial reporter to request add'l info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. The attorney report indicates that the pt had and was treated for adhesions and recurrence both of which are known possible adverse events listed in the IFU. Based on the size of the mesh reported from the attorney, we are treating this as a non-recalled composix kugel mesh. The report does not identify a specific device problem and no product was returned for eval, therefore, it is unk whether the device may have caused or contributed to the event. No conclusion can be drawn at this time.